Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife stated around 1:00-2:00am, the cgm was displaying a value of 240 mg/dl. They performed a finger stick reading and the bg meter was displaying high. She indicated that at the time, the patient was aware that their insulin pump was malfunctioning which prompted them to check for a finger stick reading. They decided to discontinue the use of the dexcom and at 10:00pm, the patient was taken to the hospital because they were unable to administer insulin properly. The patient was in the intensive care unit (ICU) for monitoring for diabetic ketoacidosis while they slowly administered the patient with doses of insulin to bring down their glucose levels. The patient was released into rehabilitation until (B)(6) 2018. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.